Event description:
It was reported that sharps coll 1.4l yellow tray size lids were difficult to close. This occurred on 36 occasions. The following information was provided by the initial reporter: reported as an ongoing issue by users in community labs - "lids on collectors are "fiddly' to close initially. Then don't stay closed during extended use".

Manufacturer narrative:
H6: investigation summary due to no photo or sample being provided, the root cause of this failure remains unknown. The lot number does not match any records so a DHR was not obtainable. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 0199001. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll 1.4l yellow tray size lids were difficult to close. This occurred on 36 occasions. The following information was provided by the initial reporter: reported as an ongoing issue by users in community labs - "lids on collectors are "fiddly' to close initially. Then don't stay closed during extended use".